Event description:
Pt performed a blood glucose test on the suspect device at 5:00pm and obtained a reading of 300 + mg/dl before dinner. At approximately 9:00pm pt retested on the suspect device and obtained a reading of 580mg/dl. Pt felt very fatigue and pressed pt's lifeline button. Paramedics came and took pt to hosp. The paramedics did not test or treat the pt. The hosp performed a blood glucose test on their own device and the result was 54mg/dl. The hosp gave the pt orange juice and an IV and sent pt home after 1 1/2 hours.